Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer reported during a transcatheter aortic valve replacement (tavr) on (B)(6) 2017, a temporary pacemaker was placed. At the end of the procedure the patient's blood pressure was low. An echocardiogram was done and it was discovered that the patient had developed a significant pericardial effusion nearing the point of a tamponade. A pericardiocentesis was performed and approximately 500 cc of blood was withdrawn. The blood pressure improved and the patient was transferred to the critical care unit. The effusion / tamponade was caused by a temporary pacemaker wire which perforated the heart wall. The patient stabilized, the drain was left in and the patient taken to the intensive care unit. The patient continued to progress and the drain was removed on day 2 and the patient was discharged.

Manufacturer narrative:
Additional information has been requested, however not available as of date of this report. Qa is unable to review the device history records for this lead model as the provided lot number was determined to be partial and not valid and no product details were provided. However, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Per the helios instructions for use (IFU), it is stated in the possible complications and warnings section that myocardial perforation can occur as a complication. The device was in use for treatment. The lead was not available for return, there was no allegation of defect brought against the lead and as such no investigation was performed. No further follow-up is required at this time. There was no specific failure of the lead reported by the customer. Myocardial perforation can occur as a complication as noted in the IFU. Oscor will continue to monitor this device for complaint trends. The event will be re-evaluated if additional information becomes available.